Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using a the penumbra engine canister (canister) and a penumbra engine (engine). During the procedure, three indicator lights on the engine were not illuminating. The technician realized that the canister was not sealed properly with the penumbra engine (engine) and attempted to push the canister down; however, the issue did not resolve. Therefore, the canister was removed. The procedure was completed using another canister and the same engine. There was no report of an adverse effect to the patient.